Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to a rite - earth leakage current failed performance spec: earth lc reverse measurement was 2462.6 microamps (specification: 4 microamps - 300 microamps). The earth lc single fault reverse measurement was 2336.5 microamps (specification: 4 microamps - 500 microamps). Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). There was no power when the device was powered on. Checked for infinite resistance reading from ground to each alternating current (ac) input terminal; at the power entry module (pem) found neutral to ground was 0.496 milliohm; fault was isolated to pem assembly. Comprehensive testing could not be performed due to insect infestation of the device. The assignable cause of the earth leakage current failure was determined to be the malfunctioning power entry module (pem). The device was forwarded to service.